Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender) likely contributed to the suspected descending aortic rupture and subsequent stent graft placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018- 02605.

Event description:
As reported by our affiliate in (B)(4), prior to the transfemoral tavr procedure, a left fem-fem bypass ECMO was placed due to decreased cardiac function. Tavr access was obtained via the right femoral artery. The severe tortuous area of the abdominal-descending aorta was partially stretched by a guidewire. Difficulties were encountered during the alignment of a 26mm sapien 3 valve. Following valve positioning, the balloon did not expand during valve deployment and blood was observed in the inflation syringe as the plunger was pulled. The valve and delivery system were withdrawn back into the sheath and the entire system, including the sheath, was removed. A new sapien 3 valve and delivery system were prepared. Following the insertion of a 20fr. Dryseal sheath, the tortuosity of the abdominal-descending aorta was stretched with 2 guidewires. Valve alignment was performed in the stretched area at the level of the diaphragm. No resistance or difficulty was encountered during the valve alignment. The valve was successfully deployed. Post valve deployment, the systolic blood pressure of 60 mmhg persisted. A pleural effusion was noted and blood gas analysis demonstrated a hemoglobin of 3.0 g/dl. Since no preoperative pleural effusion was reported, a descending aortic injury was suspected. Following the removal of the dryseal sheath, a stent graft placement was performed in the area of the aorta from the bifurcation of the left subclavian artery to the bifurcation of the superior mesenteric artery for the suspected aortic injury. After stent grafting, hemodynamics were stable and the blood hemoglobin improved. Information regarding the native annular was not provided. Bulky native leaflet (ncc) calcification was reported. The access vessel minimum luminal diameter (mld) measured 7.6mm x 8.2mm in the right meia and 5.2mm x 7.7mm in the left cfa. Mild vessel calcification and moderate tortuosity reported. ¿remarkable¿ tortuosity in the left common iliac artery (cia) was also reported. The second delivery system was discarded following the procedure. The valve remains implanted in the patient.

Manufacturer narrative:
Additional information was received. The patient expired due to sepsis. Detailed postoperative clinical course, the date of death and causality with edwards devices are unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.